Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the procedure, the intra-aortic balloon (iab) was tested and found not being inflated/deflated properly" therefore another iab was used. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported "during the procedure, the intra-aortic balloon (iab) was tested and found not being inflated/deflated properly" therefore another iab was used. There was no report of patient death, serious injury or complications.